Event description:
It was reported that the patient¿s trial was a few days before the implant surgery, (B)(6) 2009. On the second day of the trial the patient became very sick. She ¿got a high dose" and was "flying around backwards." She also was not able to control her bladder or bowels, was puking and ¿was crazed with disease.¿ as a result, her implant surgery was delayed for a few days. Reportedly, ¿they¿ decided it was a reaction to "I don¿t know what." It was unknown what medication the patient received during the trial. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).